Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), device dislocation ("device migration"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 713451) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and medical device monitoring error "hysteroscopic endometrial ablation and hysteroscopic essure placement". The patient's medical history included grand multiparity and multigravida. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and infection ("infection,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain and infection outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, infection, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: peripheral positioning of the right essure microinsert by at least the width of a microinsert. The right fallopian tube does appear to be occluded from the level of the cornu, however. Good positioning of the left essure microinsert. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), device dislocation ('device migration'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 713451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation and hysteroscopic essure placement" and device ineffective "device ineffective". The patient's medical history included grand multiparity and multigravida. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection,") and tooth fracture ("been eating and all of a sudden tooth just broke off: yes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, infection and tooth fracture outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, infection, pelvic pain, perforation, pregnancy with contraceptive device and tooth fracture to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: peripheral positioning of the right essure micro insert by at least the width of a microinsert. The right fallopian tube does appear to be occluded from the level of the cornu, however. Good positioning of the left essure microinsert. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media content received. Reporter information and event: been eating and all of a sudden tooth just broke off: yes added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('migration/perforation'), device dislocation ('device migration'), pregnancy with contraceptive device ('post-implant pregnancy') and genital haemorrhage ('bleeding,') in an adult female patient who had essure (batch no. 713451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation and hysteroscopic essure placement" and device ineffective "device ineffective". The patient's medical history included grand multiparity and multigravida. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), infection ("infection,") and tooth fracture ("been eating and all of a sudden tooth just broke off: yes") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, infection and tooth fracture outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, infection, pelvic pain, perforation, pregnancy with contraceptive device and tooth fracture to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2010. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: peripheral positioning of the right essure microinsert by at least the width of a microinsert. The right fallopian tube does appear to be occluded from the level of the cornu, however. Good positioning of the left essure microinsert.. Concerning the injuries reported in this case, the following ones were reported via social media: tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-oct-2021: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/perforation"), device dislocation ("device migration"), pregnancy with contraceptive device ("post-implant pregnancy") and genital haemorrhage ("bleeding,") in an adult female patient who had essure (batch no. 713451) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscopic endometrial ablation and hysteroscopic essure placement" and device ineffective "device ineffective". The patient's medical history included grand multiparity and multigravida. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain") and infection ("infection,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the perforation, device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain and infection outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation, genital haemorrhage, infection, pelvic pain, perforation and pregnancy with contraceptive device to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: peripheral positioning of the right essure microinsert by at least the width of a microinsert. The right fallopian tube does appear to be occluded from the level of the cornu, however. Good positioning of the left essure microinsert.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.